Event description:
Patient reported "bilateral exchange from textured to smooth implants due to concerns with the product" and "bilateral rupture" via ultrasound. Device remains implanted. This record is for the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.  Reason for reoperation: rupture.